Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found the distal end of the stent was bent back distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified coronary artery. A 16 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.